Event description:
A new administration set was opened for use. While the tubing was being primed (flush all air out of the tubing with fluid prior to use), it was noted to have debris that looked like pieces of plastic in it. The tubing was never connected to the patient.